Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under the front right electrode, it was red and raw. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful. The outcome of the irritation is not known.